Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The site reported the system powered on normally. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided. The investigation did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The system was gripping tissue at the time, but no injury was indicated. The procedure was completed successfully, and the patient was fine. No site visit was conducted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the system experienced a shutdown during a procedure, causing all the arms to move as they typically do during startup. The system was gripping tissue at the time, but no injury was indicated. The procedure was completed successfully, and the patient was fine. No known impact or patient consequence was reported.